Manufacturer narrative:
Additional information: h6, h11. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump had flow issues (underinfusion) which occurred during patient infusion. The pump was infusing gancyclovir 2.7ml for over 1 hour; however, when the pump indicated that the infusion was completed after one hour, it was observed that there was at least 1ml of medication still in the syringe that had not been delivered. There was no report of patient injury or medical intervention associated with this event. No additional information is available.